Event description:
It was reported that the patient had the inflatable penile prosthesis lgx reservoir component replaced as 3 months ago the patient had a bulge in the abdominal area. The reservoir herniated and was sitting superficial. The patient was uncomfortable. The surgeon removed that original reservoir and made a new location to place the new reservoir. The device was cycling after the device tubing was reconnected. The revision surgery was successful. The patient outcome was reported to be good and the patient was in good health.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient had the inflatable penile prosthesis lgx reservoir component replaced as 3 months ago the patient had a bulge in the abdominal area. The reservoir herniated and was sitting superficial. The surgeon removed that original reservoir and made a new location to place the new reservoir. The device was cycling after the device tubing was reconnected. The revision surgery was successful. The patient outcome was reported to be good and the patient was in good health.